Event description:
It was reported that there were high impedances. 6 electrodes in total (out of 16) showed 40,000 ohms, the rep attempted to reprogram around the high impedance electrodes. Patient reported having multiple falls, with the latest being in (B)(6) 2024. Upon accessing the ins via the revision surgery, the leads were disconnected, wiped down and reinserted into the ins. The high impedance problem still ensued. The leads were then placed into different ins header bores and the same electrodes for the respective leads showed high impedance, confirming a lead issue. In addition to the leads being replaced, the neurostimulator was prophylactically replaced as well. There is no allegation of an issue or complaint with the ins. The issue was resolved with replacement. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The rep reported that the leads were revised because 6 electrodes were unusable due to high impedance.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-jun-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 09-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.